Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an infusion set cannula was crimped on (B)(6) 2024. No further information available.